Event description:
It is reported by the doctor that the g3 nail broke.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the complaint failure mode was confirmed. The review of manufacturing documents revealed no deviation in the manufacturing process. The review of the risk assessment indicated the issue was within tolerance, therefore no corrective actions are deemed necessary at this time. The nail broke in fatigue manner. High load application by the patient and material damage caused intra-operatively had contributed to the origin of the fatigue fracture. According to available information a more precise state statement was not possible from technical point of view. A medical review was not possible due to missing medical records. A deficiency of the nail was not verified.

Event description:
It is reported by the doctor that the g3 nail broke.